Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms. A revision procedure was performed approximately one month later. The lead insulation was observed to have been worn down to the conductors. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead noted ruptures in the insulation and one fractured wire. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.